Event description:
It was reported that during a da vinci s prostatectomy procedure, the tips of the maryland bipolar forceps instrument collided with the tip of another instrument. The surgeon was reported as being inexperienced. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip is bent, resulting in side to side misalignment of the grips. There is a .025" offset at the tips. The bent grip has separation of the yaw pulley and pulley cover at the glue joint, which is indicative of overloading at the tip. Engineering also observed the distal end of main tube to have a 1.1." Long section with light material removal on one side of the tube. The damaged area is parallel to the tube axis and has a rough surface finish. The wear pattern is consistent with cannula related tube abrasions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.